Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device was explanted 41.8 months post implant, due to an earlier than expected elective replacement indicator (eri).